Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00259: neck, 3025141-2018-00260: stem.

Event description:
An arh slide-loc radial head replacement system was implanted into the patient. At some point post op, the head/neck dissociated from the neck. The system was explanted on (B)(6) 2018.